Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-19398. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as fold flaw opening. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.